Event description:
It was reported that during a system upgrade procedure, the right atrial (ra) lead was attempted to be revised and the helix would not retract. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism and there was apparent explant damage. The analyst commented that the helix was received extended and was very stretched out of specifications.